Event description:
The customer reported that the jaws of the device locked shut after activation and the surgeon had to cut adjacent tissue with scissors to remove it. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.